Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that there is an error code (1202) proximal pressure line disconnect error message. It was found that the motor controller (mc) printed circuit board assembly (pcba) is faulty and needs to be replaced.

Manufacturer narrative:
E1: reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone #: (B)(6), reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a proximal line disconnected error. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that there were issues found with the motor controller (mc) board which contributed to error code 1202 (proximal pressure line disconnect error message). While on site, the unit was checked and found the on switch pressed and ventilation started with loud noise and after 10-12 sec stopped and errored "1202"proximal pressure line disconnect, patient disconnect alram showing on screen, confirmed fault with the mc board. Multiple attempts have been made to try to obtain further information about the repair of this device, but the field service engineer (fse) has not been able to get a response from the customer for the repair to be performed. At this time the customer has declined service and repair. This file is closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.